Manufacturer narrative:
B2: date of patient death is unknown the investigation for the ventricle perforation has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the reported cardiac tamponade was most likely patient condition and the relation to impella was determined to be unknown/unrelated. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. One day after normal explant of the impella cp, the patient experienced ventricle perforation (bleeding from an unknown location). Unknown how this issue was resolved. No further information was provided, it was noted that the device operated as intended. The procedural outcome noted that the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.